Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that after discontinuing use of the pump for several days, the pump began to alarm and then completely died. The reporter indicated that multiple batteries were inserted attempting to power on the pump but the pump didn't wake up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.